Event description:
Large covidien clip applier was used for saphenous vein grafting harvest. When the clips were fired, they were not completely closing the vessel and fell off. The device also jammed with a clip still in the jaws. The clip applier was saved for management with the additional clips & all original packaging. FDA safety report ID # (B)(4).